Manufacturer narrative:
(B)(4).

Event description:
A consumer's daughter reported the consumer was in the hospital for unrelated issues and was having difficulty recharging. A manufacturer representative was there earlier and started recharging the system, as they could not find the consumer's recharger, the representative left equipment with them. The consumer did get up and her heart monitor was right over the recharger and now they are unable to get the regular recharge screen. Troubleshooting was attempted, the reposition antenna screen was seen, and it was unsuccessful. The last time stimulation was felt or a charge session was performed was unknown. A manufacturer representative later reported that despite several hours attempted (6+) to recharge the implant using the physician recharge mode, they were unable to get the device to hold a charge and it continued to slip back into overdischarge. The consumer was not aware that her device was rechargeable and had never recharged it since it was originally implanted. The consumer also claimed not to have a remote or recharging system. Because she did not have a pain physician in the area (moved), it was recommended that the consumer follow-up with a nearby clinic to assess needs and make plans regarding current inoperative device. Follow-up was being conducted to determine steps taken to resolve the reported issue. Indication for use included unsuccessful disc surgery.